Event description:
Patient was taken to the or from the ER to repair a fx. Femur and open fx. Of the patella. (Injuries resulted from mva). After the spinal anesthesia and after the patient was positioned on the fracture table, prior to the start of the procedure, the patient suffered a cardio-pulmonary arrest. It was initially thought that the event had immediate response but when the strips were pulled from the monitor memory the following day it became apparent that there was a critical delay in initiating acls. Statement was made that the monitoring device failed. The patient now suffers from hypoxic encephalopathydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: no failure detected and product within specification, user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: other. Invalid data - on device destroyed/disposed of status.